Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley between the grips. No conductor wire insulation damage was found. The instrument passed the electrical continuity test. The complaint regarding the plastic of the wire part being worn was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have the plastic part covering the wire broken or damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue was identified after central processing. There was no possible damage observed before sterilization. The instrument was inspected before the last usage. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.